Event description:
(B)(4) - the dentist reported that 2 months and 19 days after the dental implant was installed in intraoral region 5#, its non- osseointegration was observed. Moreover, 30 ncm of primary stability was achieved and immediate implant was performed.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The lot number reported by the dentist was not verified by the system, so it was not considered.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the system, so it was not considered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 2 months and 19 days after the dental implant was installed in intraoral region 5#, its non- osseointegration was observed.moreover, 30n.cm of primary stability was achieved and immediate implant was performed.